Event description:
On (B)(6) 2026, a female patient, 74 years old underwent mechanical thrombectomy with stryker peripheral vasculature devices. During the procedure the thrombectomy catheter came into contact with an existing stent and a piece of the stent was removed along with the patient's clot. The procedure was finished without any additional issues and there was no injury to the patient.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). The stryker account manager reported: 30-103, stryker atrix thin-walled sheath, 8fr, lot 25080068 was used for mechanical thrombectomy. On (B)(6) 2026, a female patient, 74 years old underwent mechanical thrombectomy with stryker peripheral vasculature devices. During the procedure the thrombectomy catheter came into contact with an existing stent and a piece of the stent was removed along with the patient's clot. The procedure was finished without any additional issues and there was no injury to the patient. There was no indication that the product malfunctioned and the device was not returned, therefore the failure mode could not be confirmed. Manufacturing records, complaint and CAPA reviews showed no issues related to this complaint. Stent dislodgement/damage/entanglement, is listed in the device labeling as a possible adverse event/complication. The stryker peripheral vascular medial affairs team determined that although there were no permanent health consequences to the patient, the available information reasonably suggests the stryker pv device likely contributed to the patient's stent breakage.